Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Device evaluation is anticipated, but has not yet begun. In addition, device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that during surgery, the head of the instrument broke and was left in the disc space. The surgeon needed to chisel the apophyseal ring to gain access and to remove the head of the instrument. There are "no consequences for the patient."